Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon visually found black pieces inside the patient that possibly came from the cannula seal. The fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Refer to MFR report numbers 2955842-2024-21874, 2955842-2024-21877, and 2955842-2024-21883 for the other 3 universal cannula seals.